Event description:
It was reported that prior to surgery, a scrub tech noticed a "rattle" in the device and closed the handle. The device would not reopen. Device entered the sterile field, however never the surgical field. No patient contact was made. One device will be returning. Procedure was completed with same like product. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: was an attempt made to open the device? No. Did the device open? No. Which firing of the device did this event occur on? 1st at back table. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? Device was never used. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Na. Were any unexpected noises heard? Yes. If so, when? Noticed in the handle, device fired and then would not reopen. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Attempted to load a clip prior to passing off to surgeon. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? Na did somebody other than the primary surgeon fire the instrument? Yes, if so, whom? Scrub nurse. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.